Event description:
During an ercp procedure a triple lumen sphincterotome was being used for initial cannulation of the biliary system. Cannulation was in process with the distal end of the device bowed when the distal end of the cutting wire detached from the catheter. A tiny piece of the securing component of the cutting wire detached in the pt. The detached piece was retrieved with forceps. There was no pt injury reported and the pt's condition was listed as good.